Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by a tm - this one does not show the line dropping (EKG issues it seems). No other information was provided.

Event description:
It was reported by a tm - this one does not show the line dropping (EKG issues it seems). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of this one does not show the line dropping was confirmed. The sherlock sensor does not function when the usb cable is connected to an sr8 test fixture used as a display. The magnetic tracking does not function, and the ECG waveforms do not display. The root cause of the reported failure was identified as an internal failure of the usb cable.